Manufacturer narrative:
Date of birth: (B)(6) (exact date is unknown).

Event description:
A report was received from the velocity clinical study that the patient underwent a revision procedure. The lead migrated, therefore a surgery revision took place and the device was reprogrammed.